Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer had symptoms such as feeling weird. Customer reported that the high blood glucose levels began on (B)(6) 2017. The customer went the hospital and they told him the insulin pump was not working. Customer declined to troubleshoot. At time of call, the customer was not on pump and has resorted to back-up plan. The product will be returned for analysis.